Event description:
Caller reported a malfunction on the pump labeled as malf 12, which required assistance to reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer successfully reset the pump with guidance from technical support and continued using it. Caller was advised to contact support again if the issue recurs, and caller acknowledged understanding of instructions.